Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Before the surgery case started, the field service engineer (fse) was trying to import MRI image series from iq-view. The fse closes out of the iq-view and the rosa begins its importing process. Rosa¿s loading progress bar shows that the images were being uploaded. Midway through the import process, a "rosannabrain.exe has stopped working" error popped up. The rosa robot proceeded to shut down at approximately 7:08 am pst. The fse attempted to import the images two more times and got the same problem each time. The fse proceeded to delete all the content within iq-view and then re-sent the study from pacs over to rosa again. However, this time the fse viewed each dicom image series and noticed that the image series titled "nav dti no angle" had an excess of 1785 images. Since this image series was not required for planning the ablation trajectory, the fse deleted it and then attempted the import process again. The import process was a success after the previous action. These shutdowns did not delay surgery because it occurred before the patient was brought into the operating room. Prior to the marker registration process, a pre-operative CT image series was taken with the medtronic o-arm. This site is able to directly transfer image series from the o-arm to rosa via a ethernet cable. The result of this image transfer process shows up on the iq-view. When the iq-view application is closed, the resolution of the image series shows up as "0x0" on the rosa software user interface. Rosa did not allow the image series with this resolution to proceed any further in the upload process. The fse did a full reboot of the rosa robot and delete the CT image series before attempting to re-send the image series from the o-arm to rosa. The same problem occurred again. The fse decided to transfer the CT image series with a usb drive to prevent further delay of the surgery case. The rosa imported the images via usb drive with no problem. This event occurred around 8:40 am pst and delayed the surgery for approximately 10 minutes.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. The first four device crashes were provoked by multiple reading errors of exams because one of them had an excess of 1785 images and was not handled by the software. This is a known anomaly. Then a fifth issue occurred, the software could not load an exam from pacs due to a misconfiguration of the software iq-view 3.0. This is a known anomaly.

Event description:
Before the surgery case started, the field service engineer (fse) was trying to import MRI image series from iq-view. The fse closes out of the iq-view and the rosa begins its importing process. Rosa¿s loading progress bar shows that the images were being uploaded. Midway through the import process, a "rosannabrain.exe has stopped working" error popped up. The rosa robot proceeded to shut down at approximately 7:08 am pst. The fse attempted to import the images two more times and got the same problem each time. The fse proceeded to delete all the content within iq-view and then re-sent the study from pacs over to rosa again. However, this time the fse viewed each dicom image series and noticed that the image series titled "nav dti no angle" had an excess of 1785 images. Since this image series was not required for planning the ablation trajectory, the fse deleted it and then attempted the import process again. The import process was a success after the previous action. These shutdowns did not delay surgery because it occurred before the patient was brought into the operating room. Prior to the marker registration process, a pre-operative CT image series was taken with the medtronic o-arm. This site is able to directly transfer image series from the o-arm to rosa via a ethernet cable. The result of this image transfer process shows up on the iq-view. When the iq-view application is closed, the resolution of the image series shows up as "0x0" on the rosa software user interface. Rosa did not allow the image series with this resolution to proceed any further in the upload process. The fse did a full reboot of the rosa robot and delete the CT image series before attempting to re-send the image series from the o-arm to rosa. The same problem occurred again. The fse decided to transfer the CT image series with a usb drive to prevent further delay of the surgery case. The rosa imported the images via usb drive with no problem. This event occurred around 8:40 am pst and delayed the surgery for approximately 10 minutes.